Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 500 mcg/ml lioresal at a dose of 55 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the patient presented with wound dehiscence in neurosurgery clinic on (B)(6) 2017. Cultures were taken from the pump pocket wound incision on (B)(6) 2017. The cultures grew pseudomonas. The patient was admitted for pump explant on (B)(6) 2017. The pump was not replaced, but would be replaced in the future. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient¿s medical history included spasticity. The patient weight was asked, but unknown. There were no further complications anticipated or reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.